Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping) appears to be due to challenging patient anatomy (bileaflet restriction, flat valve due to low ef and chronic secondary mitral regurgitation (mr)). The reported tissue injury (leaflet tear) appears to be related to the difficult grasping. Additionally, unspecified tissue injury are listed in the IFU as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for tissue damage and unchanged mitral regurgitation (mr). It was reported that on (B)(6) 2022 a patient presented with chronic functional grade 3+ mitral regurgitation (mr), bileaflet restriction, and flat valve due to low ejection fraction. The physician had experienced difficulty in grasping the leaflets as the anatomy was challenging. When the leaflets finally were grasped, the mr was not reduced. After grasping it was also noticed that there was a small chord torn. The procedure was then abandoned without further intervention. No clip was implanted. No additional information was provided.